Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image disturbance was due to flooding of the charged coupled device. It¿s probable the flooding was due to a damaged cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An inspection of the returned device confirmed the customer allegation. Cable breakage and buckling was observed. The image disturbance was due to flooding of imaging system component ( charge coupled device unit (ccd-u)). The device exhibited air/water leakage. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head cable sheath was torn. The issue was found during reprocessing after a transurethral resection of the prostate in saline (turis) procedure. The patient was under general anesthesia, however, the procedure was completed and there was no delay. The device was returned, and an inspection revealed image disturbance and the image was almost invisible. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.